Manufacturer narrative:
The device was not returned to (B)(4) for evaluation of the free flow complaint. Because the pump has not been made available to (B)(4), no investigation has been possible. (B)(4) also did make multiple attempts to follow up with the initial reporter, but no other information was provided to (B)(4). If any other information does become available, this report will be updated at that time.

Event description:
The initial reporter stated that the pump free flowed and over delivered. The initial reporter also stated they did not have any additional information or any specifics surrounding the event or patient. (B)(4) made several attempts to follow up for additional information. However, the only information made available to (B)(4) was the pump history log. The initial reporter also stated at this time that the pump would not be returned to (B)(4), but rather sent to a third party servicer for evaluation. (B)(4).